Manufacturer narrative:
A return of goods authorization (rga) number was issued to the user facility for the returned of the alleged faulty blender for evaluation. As of the date of this medwatch report the alleged blender has not been received for evaluation.

Event description:
The following description of the event was reported to viasys by the user facility via phone conversation. "Out of spc by 10% obf received with a broken inlet also. "